Event description:
The anesthesiologist was using the system for approximately 2 hours then the system shut off. The biomedical engineer tried to restart the system but it would not turn on. The system was changed without incident.